Event description:
Report 2 of 3. It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, erroneous results- elevated calcium were seen in an unspecified number of samples. Samples are re-spun in micro centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. Factors that may contribute to (erroneous results-calcium) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, erroneous result- calcium, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (calcium). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, erroneous results- elevated calcium were seen in an unspecified number of samples. Samples are re-spun in micro centrifuge. No adverse impact was reported regarding the patient or user.